Manufacturer narrative:
Product testing was not performed as the complaint device has not been returned for analysis. A manufacturing record review was conducted. Results revealed there were no related nonconformity reports. The product was manufactured and released according to specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the returned sample, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after a female patient had intraocular lenses implanted in both eyes (model zmb00 in her right eye and model zmb00 in her left eye), she complained of halos and glare. Both lenses were explanted. No vitrectomy, incision enlargement, or other patient injury was reported. The patient went from multifocal lenses to basic lens implants. The patient never left aphakic. No additional information was provided. Since both eyes had implants, separate mdrs will be filed for each eye. This MDR is for the right eye, serial number (B)(4).

Manufacturer narrative:
If implanted, give date: on the initial MDR the implant date was unknown. Per the patient implant card and through follow up with the surgery center the date of implant was provided - (B)(6) 2016. Through follow up additional and corrected information was provided. The initial MDR, the date of explant was captured as (B)(6) 2016. Follow up information confirmed the correct explant date to be (B)(6) 2016. It was also confirmed that the patient is well with no injury post-op. All pertinent information available to abbott medical optics has been submitted.